Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a low blood glucose (bg) in the morning. Contact assisted the customer with administering glucagon. The customer declined troubleshooting from tandem technical support.